Event description:
It was reported that during a recanalization procedure, the catheter allegedly got stuck. It was further reported that the tip of the catheter allegedly damaged and failed to advance. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq ultrasonic cto device was returned for evaluation. During visual evaluation, the distal tip appeared to be separated from the outer catheter but still attached to the inner core wire. No functional testing was performed due to the condition of the device. Deformation of the catheter sheath was noted at the distal end where the material had separated from the tip, which is a common occurrence with material separation. Therefore, the investigation is confirmed for material separation. However, the investigation is inconclusive for the reported device-device incompatibility and failure to advance issue as there is no functional testing performed. A definitive root cause for the alleged material deformation, device - device incompatibility, failure to advance and identified material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2023).